Event description:
The customer reported that the device jaws became locked on tissue. There was no patient injury. The site had indicated they have no additional information regarding the incident.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.